Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter: -13.50/+2.50/x055. (B)(4). Method codes(s): evaluation method: lens work order search. Results codes(s): evaluation results: a lens work order search revealed there were no similar complaints within the work order. Conclusions code(s) (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted 13.2mm vticmo13.2, -13.50/+2.50/x055 diopter implantable collamer lens in the patient's left eye (os) on (B)(6) 2015. The lens tore during delivery into the eye. The lens was removed and no other lens was implanted. No adverse events reported.